Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer did not accept the quote for repair because they didn't know about the situation. No further information was able to be obtain. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen is not working. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.